Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Evaluation found that due to the deterioration of the connector, the endoscopic image could not be displayed, the lamp light was poor due to an expired life expectancy, the equipment overheated due to poor fan contact, and the top cover, front panel, and chassis were deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii xenon light source emergency lights were lit up. The issue was found during the middle of a diagnostic procedure, colonoscopy, as the patient was under local sedation. There was no delay to the procedure and the procedure was completed with the same device. There were no other devices used to complete the procedure and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the deterioration of the connector, a communication error with the scope occurred and images did not display. Olympus will continue to monitor field performance for this device.